Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was moderately tortuous and mildly calcified. After pre-dilation was done, while removing the balloon dilatation catheter from the anatomy, it got stuck with the high-torque versaturn guide wire and both were removed together as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.